Event description:
The customer reported to olympus that there was no image on the evis exera iii video system center and it would not work with 190 scopes during preparation for use for the therapeutic bronchoscopy (ebus). The intended procedure was completed with another similar device. There was a 15¿20-minute delay in the procedure and the anesthesia was extended during the exchange of the device. However, it was noted that when connected the device would work with 180 scopes. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty patient board set. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: that the phenomenon occurred due to patient board set failure and there was no defect caused by user misuse of the device. Therefore, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.